Event description:
It was reported that on (B)(6) 2013 the catheter was implanted into the pt. After six month, in the daily use of chemotherapy drugs, the nurse found that there was the skin swell 1cm up the puncture site. After clinical symptoms discussion and consultation they found the catheter had been breakage. Fortunately, non-amyctic drugs were being infused.

Manufacturer narrative:
The device has not been returned to the MFR, at this time, for eval. A lot history review (lhr) of rexc0945 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (rexc0945) have been reported from one china facility.